Event description:
It was reported that during a thorascopic lung resection procedure, the instrument when fired, cut the tissue but did not staple. The procedure had to be converted to open to provide adequate hemostasis.